Event description:
Registered nurse (rn) drew up medication and used the safety to retract the needle. Rn had heard the click. Rn thought the needle had retracted. Rn started walking to the patient¿s room and noticed the needle was still sticking out. Rn examined the needle the part had slid over, but the needle remained out. Rn then tried to get the needle into the safety, but the needle would not retract.